Manufacturer narrative:
The sample was run in a 1ml access cup, correctly placed in a 75ml tube. No qc or calibration issues were noted. It was discovered that the rack number used to run the sample was not correctly set in the system's reserved rack settings. Hotline worked with the customer to correct this issue. A clear root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding false low troponin (accutni) result generated by the unicel dxc 600i synchron access clinical systems. The result of "<0.04 ng/ml" was reported out of the lab. The sample was re-tested and repeated result was 0.17 ng/ml. A corrected report was issued. The repeated result agreed with prior accutni result of 0.15 ng/ml for this patient. The laboratory has indicated that there was no affect to the patient.